Manufacturer narrative:
Product analysis summary: stretching was evident to the midsection stent segments causing the distal stent segments to be positioned over the distal markerband. The proximal stent wraps were positioned correctly. Deformation was evident to the 6th and 7th distal stent segment with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a lesion. The lesion was pre dilated. It was reported that stent deformation occurred in vitro during prep. The product has been found to have slight deformation during preparation, but, it was thought to be within the acceptable range. Resistance was encountered when advancing the device. Excessive force was not used. The device was removed. It was not explicitly mentioned that the deformation occurred in the body. No patient injury reported.